Manufacturer narrative:
Device evaluation summary: the pump investigation included flushing the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. (B)(4).

Event description:
It was reported that the patient was placed on alternative pain medication as of (B)(6) 2015. A culture was performed and the results were positive for staph aureus. There were no additional issues reported.

Manufacturer narrative:
(B)(4).

Event description:
The patient claimed the pump had been scraping on their jean line which led to the development of an abrasion at the incision site. A revision surgery was performed to revise the pump positioning on (B)(6) 2015. Later, it was determined that the pump had begun to protrude through the skin. The patient developed an infection in the pump pocket and around the incision site. The pump was explanted on (B)(6) 2015 to allow the site to heal. The pump will be returned for evaluation.

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, another supplemental report will be filed. (B)(4).